Event description:
As the physician prepared to deploy the stent it was noted to have prematurely deployed just proximal to the intended location. Another stent was successfully used to complete the procedure. The anatomy was reported to be fairly tortuous with "two turns having to be negotiated before the lesion". There was no reported clinical consequence to the patient.

Event description:
As the physician prepared to deploy the stent it was noted to have prematurely deployed just proximal to the intended location. Another stent was successfully used to complete the procedure. The anatomy was reported to be fairly tortuous with "two turns having to be negotiated before the lesion". There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided the exact cause of the premature deployment cannot be determined. The physician attributed the premature deployment to tortuous anatomy, difficulty advancing and multiple device exchanges that were required due to the difficulty in navigating the anatomy. Based on this information, the most probable cause is operational context.